Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user "accidentally" hit the emergency pacing button on the programmer which caused the implantable pulse generator (ipg) to be programmed permanently into vvi mode from ddd. When the user realized this the ipg was programmed back to its original settings which resulted in atrial flutter and shortness of breath. It was noted that the patient suffers from cardiomegaly. The programmer remains in use.